Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient lost stimulation. The patient had been using the magnet to turn the stimulator on/off since he had lost his programmer. However, the magnet would not turn the stimulation back on. A replacement programmer was unable to communicate with the patient's ipg. The next course of action for the patient is currently undetermined. No further information is available.